Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion in the right coronary artery (rca). There was no damage noted to the packaging, there was no issues noted when removing the device from the hoop. It was reported that stent failed to cross and deformation occurred in vivo during positioning. There is no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.